Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis.  Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During follow-up, high ventricular rate episodes were observed due to noise on the ventricular channel. The noise was reproducible during lead provocative testing and pocket manipulation. The patient experienced pacing inhibition leading to brief fainting over the past few weeks as the patient is pacemaker dependent. Lead damage was suspected; however, no intervention was performed at this time. The patient was stable.